Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 300cc on the right side, and unknown on the left side, saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. There was bilateral issue with ptosis post mastopexy/breast augmentation. As a result patient underwent bilateral vertical mastopexy and bilateral removal and replacement with mentor silicone implants on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomaly was observed on the device in the anterior and extending to the posterior view consistent with a crease/fold. Leak testing revealed a tear within the crease in the posterior view, measuring approximately 0.1 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).